Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not failed, the problem was with the power cord, once it was exchanged the pump worked perfectly, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
The device does not charge and does not work even if it is plugged in. The customer can not tell if the problem is with the machine or the power cord.